Event description:
It was reported to boston scientific corp on nov 20, 2009 that a maxforce tts high performance balloon dilatation catheter device was used during an esophagogastroduodenoscopy procedure. According to the complainant, during the procedure, the balloon burst inside the pt with no fragments to retrieve. The physician used an alliance gun and water to inflate the balloon. The procedure was completed with another maxforce tts high performance balloon dilatation catheter device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
These codes were selected by the MFR based on info obtained from the user facility. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).